Manufacturer narrative:
Conclusion: device investigation on the received parts did not show any damage which is expected to be present whilst implanted. In situ measurements shows an increase in the number of affected channels over time that have either high impedance or short circuit. Based on the telemetry results, a damage to the active electrode likely caused by minute device mobility is suspected. However this cannot be confirmed as the remainder part of the active electrode has not been received for investigation. This is a final report.

Event description:
The patient had poor speech comprehension. He was sent by his ent physician to have his device checked. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has poor speech comprehension. He was sent by ent physician to have his device checked. The patient will be seen by his surgeon.